Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle freedom lite meter were reviewed and the dhrs showed the freestyle freedom lite meter passed all tests prior to release.  Dhrs (device history review) for the freestyle omni strips were reviewed and the dhrs showed the freestyle omni strips meter passed all tests prior to release. Retain testing was performed and all units performed within specification. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.   If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A customer reported that her adc meter turned off during blood glucose testing. The customer subsequently lost consciousness and emergency personnel were called and provided unspecified medical care to the customer. The customer declined to provide additional information regarding the medical event and treatment. During troubleshooting it was determined that the issue was caused by low battery, as indicated by the presence of flashing battery icon. The customer was advised regarding battery replacement. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that her adc meter turned off during blood glucose testing. The customer subsequently lost consciousness and emergency personnel were called and provided unspecified medical care to the customer. The customer declined to provide additional information regarding the medical event and treatment. During troubleshooting it was determined that the issue was caused by low battery, as indicated by the presence of flashing battery icon. The customer was advised regarding battery replacement. There was no report of death or permanent injury associated with this event.